Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open radical nephrectomy, distal pancreatectomy, and spleenectomy, when the surgeon was tying a knot, the silk suture broke. Another suture was used to complete the case. There was no patient injury.